Event description:
The customer reported that when the console was turned on, the handpiece ran automatically without stepping on the foot pedal. It was reported that this occurred in pre-op testing of the equipment. During further testing, the customer resolved the problem by using another console and footswitch to complete the case. There was no reported injury and only a slight delay to switch out equipment.

Manufacturer narrative:
Investigation results: the console was received for evaluation. The reported problem was confirmed. This event is related to a broken pin in the footswitch receptacle. This failure mode will continue to be monitored. There are no reported injuries related to this failure.